Event description:
It was reported that a user experienced a brief continuous glucose monitoring signal loss while using a dexcom g7 sensor, after which the sensor reconnected without intervention and no further assistance was required. Symptoms included no reported adverse clinical effects. Outcomes included no change in clinical status and no medical intervention. Investigation included a review of user feedback and troubleshooting and education over the phone. Investigation of this case revealed that the device connection resumed spontaneously and that normal function was restored. It was concluded that the event was a transient signal loss with recovery, with no patient harm and no further action indicated.